Event description:
It was reported that during a spinal procedure at the user facility the device was inaccurate when measuring both the medial and lateral patient landmarks leading to inaccurate screw placement. The placement was corrected and the procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.